Event description:
During a routine shift check by a clinician, the device displayed a "system fault 36" message, a "defib disabled" message, and a "pacer disabled" message. There was no pt involvement in the reported malfunction.